Event description:
This complaint is now reportable based on the analysis completed on 09/16/2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated and then a 3.0x32mm promus element stent delivery system (sds) was advanced to the lad but was unable to cross the lesion. The lesion was predilated again and the physician attempted to advance the promus element sds again; however, the device was still unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with two non bsc stents. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found stent damage. Struts toward the proximal end of the stent were raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).